Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing a confirmed infection at his scs ipg pocket site 2 years ago (date of event is unknown). The patient also reported the infection was accompanied by leg soreness and lower back numbness. Additionally, it was reported the patient received intra-venous antibiotics. No additional information is available at this time.